Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "fluid" found via MRI. Later healthcare professional reported "biopsy came back positive for breast cancer". This record is for the left side. The device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
The reported breast cancer has been deemed not related to the device.